Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested and the alarm log was reviewed. During power on self-test and alarm log review, the f-38 alarm was found. The cause of the alarm was determined to be due to out of specification force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.